Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned / not received.

Event description:
Accolade tmzf presented with trunnion failure after clinic xray. Original surgery was (B)(6) 2008. Follow up was for clicking and instability. After exposing hip, noticeable wear was discovered on the trunnion. Stem was explanted and a new stem inserted. Restoration cone/conical stem. Cup was stable, so a new poly was inserted with a new 36 biolox standard head.